Manufacturer narrative:
Philips has investigated this complaint. Patient and procedural outcome is unknown and there is confirmation of no harm to patient/user reported to philips. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Remote monitoring alert indicated that ¿ippc degraded disk bay board - frontal (v2) ¿was displayed confirming that the disk bay failed. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the image storage disk of the image processing pc. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.